Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. The cause for the defective charger/modem is a damaged transistor (q1). The q1 transistor controls the current flow to the battery while charging. The root cause of the damaged q1 cannot be positively identified. No adverse event resulted from the damaged transistor. The pt rec'd a replacement charger/modem.

Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the pt's charger/modem was stating that it had a problem. The pt was provided with a replacement charger/modem.